Event description:
Pt having multiple problems involving their left lower extremity. The pt underwent left total knee replacement and was doing well until a year and a half later when they tripped and fell on their knees. Pt had immediate pain and was brought to the ER for evaluation. They were found to have a periprosthetic supracondylar femur fracture. Pt was admitted for orif of their left knee. Pt continued with discomfort and having trouble with range of montion. Pt was later admitted for manipulation. The pt was doing well and had even proceeded with physical therapy. Three days prior to this admission the pt began having excruciating pain to the left extremity. Pt was evaluated and found to have failure of internal fixation with 2 screws fracturing as well as a refracture and non-union of their supracondylar femur fracture. Pt underwent a revision left total knee replacement.